Manufacturer narrative:
Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. Device received with pillowing keypad overlay, peeling/fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer scroll down to click ok and it did accept it and she had to re-do it and somehow get it work and screen lags as well. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.